Manufacturer narrative:
Medwatch sent to FDA on 12/15/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, puffiness, lumpiness and severe inflammatory granulomatous reaction and indurated are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Healthcare professional reported treating a patient that had a "few sessions" of injections with unspecified juvéderm voluma in addition to juvéderm volif with lidocaine to the marionette and juvéderm volbella with lidocaine to the tear trough all by another injector. The patient had some "swelling issue" after the first session with unspecified juvéderm voluma. Fourteen months later the patient had an additional injection with juvéderm volift with lidocaine in the upper cheeks, also by another injector. Three weeks after the injection, the patient woke up with "swelling, puffiness and lumpiness." The symptoms "persisted for 3 weeks with little improvement despite 2 sessions of hyalase" by the injector. Patient was then treated by the healthcare professional with antibiotics, "anti-inflammatory," kenacort and hyalase. The healthcare professional noted the patient to then have "severe granulomatous reaction to both lower eyelids, cheeks, lips and eyebrow." All the areas that were injected with "vycross" are now "indurated." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00837 ((B)(4)). This is the first MDR submitted for the first suspected product, unspecified juvéderm voluma from the "first session."